Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log identified upstream occlusion alarms however that does not indicate if they were true or false alarms. The customer indicated that drops were not flowing into the drip chamber which can be indicative of an upstream occlusion. The reported issue was not verified as evaluation did not properly assess for the reported symptoms and the device is no longer in its as received condition. Upstream occlusion detection and flow testing were not completed; however, the evaluator found the upstream sensor out of calibration and the sensor will be calibrated. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced multiple upstream occlusion alarms during therapy (unknown medication) in the oncology department. The infusion was set in basic mode at 17:10; intended rate of 100 ml/hr with volume to be infused (vtbi) of 50 ml. The pump ran for 3 minutes and there was an upstream occlusion at 17:13. Pump run again. At 17:20 the pump alarmed again for upstream occlusion and pump stopped with 14.3 ml given. Pump was started again. It gave another upstream occlusion at 17:26 and at that point 24.3 ml had been delivered. The infusion was stopped after the patient and nurse discovered the mini drip chamber was not dripping. There was no known patient injury or medical intervention associated with this event. No additional information is available.